Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. Customer reported error e216 on a recently repaired scope. All other scopes work normally. Customer stated the error appears when they use a 180-series scope first and then connect the 190-series scope. Customer confirmed they were not removing the maj-1430 adapter before connecting the 190-series scope. I advised that the maj-1430 adapter must be disconnected before using any 190-series scope, as leaving it attached can cause e216. Customer will test and update us. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error (e216). The issue occurred during inspection for use. There were no reports of patient harm.